Manufacturer narrative:
Pump received a64 alarm during self test due to faulty y1. Unable to verify a47 alarm due to a64 alarm noted.

Event description:
The customer reported via phone call that insulin pump had pump error alarm. The customer blood glucose level was 125mg/dl. Customer reports they were able to clear the alarm also able to complete rewind. Customer states the insulin pump was not stored without a battery or a dead battery for an extended period of time. The device will be returned for analysis.